Manufacturer narrative:
Additional information can be found in the following sections: d4, d10, g4, g7, h2, h3, and h8. 61 - intuitive surgical, inc. (Isi) received the harmonic ace instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed/replicated the reported issue and found the instrument to have a broken blade. The blade broke approximately 0.086¿ from the base and was returned with the instrument. Any inadvertent contact with staples, clips, or other instruments while the device is activated may result in a cracked or broken blade. Blade damage may be detected by the generator with a solid tone or an error. Scratches on the blade tip may also lead to premature blade failures. The root cause of this failure is fatigue due to mishandling/misuse. Based on the failure analysis results, the initial MDR report is being retracted as the damage to the instrument was found to be due to mishandling/misuse and not due to a malfunction of the instrument.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Isi has not received the harmonic ace instrument for failure analysis. Therefore, the root cause of the customer reported failure could not be determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. This complaint is being reported based on the following conclusion: all fragments were retrieved and no additional surgical intervention was required. However, unintended fragments falling into the patient may require surgical intervention. At this time, it is unknown what caused the breakage to occur.

Event description:
It was reported that during a da vinci-assisted thyroidectomy surgical procedure, a harmonic ace instrument functioned as expected for an hour until a ¿release the tissue and re-use¿ message was displayed. The customer followed the message¿s instruction and reactivated the harmonic ace instrument, but the tip detached from the instrument and fell into the patient. The customer removed the broken fragment laparoscopically and completed the procedure with a backup harmonic ace instrument. There was no report of patient harm, injury, or adverse outcome. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer reported that the instrument did not make contact with another instrument or hard material. The instrument was inspected prior to use. The procedure was only delayed by the amount of time it took to install a backup instrument.